Event description:
N/a.

Manufacturer narrative:
The hakim ventricular catheter (ID 823041) was returned for evaluation. Failure analysis - the catheter was visually inspected: biological debris could be seen in some of the catheter holes. The catheter was flushed; flow was noted from most of the catheter holes and only a few where the flow was slow. Root cause analysis - no root cause could be determined for the failure issue reported by the customer as the technician could not confirm an occlusion with the catheter at the time of investigation. The possible root cause for the issue reported by the customer is probably due to biological debris and protein build up. Although, no real occlusion was noted during the investigation, it is possible that the debris has moved during transportation, decontamination process, but this could not be confirmed.

Event description:
A physician reported a hakim ventricular catheter (ID 823041) was implanted due to communicating hydrocephalus and secondary normal pressure hydrocephalus (snph) via ventriculoperitoneal (vp) shunt on unknown date with unknown setting. An obstruction was suspected in the catheter. The patient experienced disorientation due to ventricular dilation, and an x-ray confirmed the obstruction of the device. Therefore, a patient undergone revision surgery. The catheter was explanted and replaced on (B)(6) 2024. No surgical delay was reported. According to information provided, it is unknown if there was a failure with the valve. It is also unknown if the valve was explanted and replaced.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.